Event description:
It was reported that a malfunction code appeared on the customer's device, specifically malfunction code 9, leading to a pump shutdown due to low battery. There was no adverse impact on the customer¿s blood glucose level. Tandem customer technical support (cts) resolved the issue by sending a replacement pump and provided instructions for returning the faulty pump and preparing the replacement for use. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continued without interruption.